Event description:
Ous MDR. A ventricle perforation during lead positioning was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR. During the analysis, the mechanical properties of the lead were tested. No deviations from the technical specifications could be found that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.